Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for last 2 days patient has not been able to charge. Caller states this person was an aide helping patient and states last night recharger screen was showing the reposition antenna screen. Troubleshooting: caller placed recharger on patient and described seeing the ins full charge screen. Caller confirmed this with the programmer. Programmer showed off/ok - ins charge 100%. Caller was able to turn therapy on. It is unknown why therapy was off. No symptoms were reported.